Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v718483, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the replacement was due to bad impedances on the old lead and the implantable neurostimulator (ins) was low. Upon replacement, all impedances tested well and the patient was doing well.

Manufacturer narrative:
(B)(4).